Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a piece of the molded insulator broken near the midpoint of the grip upper. The piece measured approximately 0.0455" x 0.0640" and was not returned with the instrument. The instrument was found to have one bent grip, causing misalignment of the grips. There was a 0.0765" offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during central processing the force bipolar instrument was visually inspected, and it was discovered that the insulation was missing from the tip. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the customer and gathered the following information: the instrument was examined after the it went through washing and ultrasonic cleaning but before sterilizing. Instruments are inspected for any damage prior to reprocessing. The instrument was inspected prior to use and there was no damage observed. There was no signs of thermal damage. No fragment fell into the patient. There was no patient injury. The procedure was completed as planned.